Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a connected infusion set, noted by a highest blood glucose of 360 mg/dl and an out-of-range duration of about three hours; the user disconnected from the pump, changed the infusion set, administered an injection, and requested replacement infusion supplies, and the user reported that the device did not alert for high glucose. Symptoms included dry mouth, feeling heavy, and swollen hands. Outcomes included self-management without external assistance or medical intervention. Investigation included follow-up calls to assess infusion set and site condition; the user later reported the infusion set and site appeared normal upon removal. Investigation of this case revealed no device alarms and no abnormal findings at the infusion site or set, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.